Event description:
The patient's implantable neurostimulator and both extensions were removed, due to an infection. The patient was given antibiotics. The patient recovered without sequela. There was no patient injury.

Manufacturer narrative:
The implantable neurostimulator and both extensions were returned were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.